Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "user facility is experiencing problems with the secondary tubing breaking below the drip chamber. Occupational health reported two nurses were exposed to chemotherapy because of the breakage. More recently, a nurse reported she was hanging chemotherapy, and the secondary tubing snapped right after the drip chamber. She was spiking the chemo bag so that it could be connected to the secondary tubing. She was not exposed to the chemotherapy agent." An incomplete date of event of (B)(6) 2018 was provided.